Event description:
It was reported that during a lap. Gastric bypass procedure the device misfired while attempting to create the gastrojejunostomy. The incident occurred during the 8th firing with the device and reload. The device cut the tissue, but all of the staples did not form proper b's. No adverse patient consequence. Case completed with the same device.